Manufacturer narrative:
Health professional was approximated to yes as the initial reporter name is unknown but the event was reported to have occurred at a health care facility. (B)(4). The complainant indicated that the device has been disposed and is not available for return; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the stomach during dilation procedure performed on (B)(6) 2022. During the procedure, it was noted that the balloon popped while being inflated to 3 atm. The procedure was completed with another cre fixed wire dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block e2: health professional was approximated to yes as the initial reporter name is unknown but the event was reported to have occurred at a health care facility. Block h2: correction: block d7 (sud reprocessed and reused) and h8 (usage of device). Block h6: device code a0402 captures the reportable issue of balloon burst. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device has been disposed and is not available for return; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the stomach during dilation procedure performed on (B)(6) 2022. During the procedure, it was noted that the balloon popped while being inflated to 3 atm. The procedure was completed with another cre fixed wire dilatation balloon. There were no patient complications reported as a result of this event.